Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user reported receiving alert 38 (motor stall), which was verified in the ilet history. The user was instructed to restart the device, and therapy resumed successfully. The alert did not initially reoccur, but when it appeared again after restart, a replacement device was arranged. The user was advised on use of backup therapy until the replacement ilet could be obtained. The user later reported the device was charged, completed a supply change with support, and confirmed the ilet was functioning without further alerts. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.